Event description:
Per the clinic, the patient experienced trauma (specific date not reported). The device was subsequently explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced no stimulation and subsequent loss of connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.